Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The lens was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company toric lens 18.0 (1.5 extended depth of focus) was replaced with a non-company monofocal non-toric lens (19.0 diopter). Due to the exchange of a toric extended depth of focus lens to a monofocal non-toric lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens implant procedure, the patient experienced positive dysphotopsia, dissatisfaction with quality of vision. The lens was exchanged in a secondary procedure. Clinical reason was given as paracentral positive dysphotopsia and induced astigmatism. Additional information was received that, there was no patient's harm involved. The patient was not hospitalized.